Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant potassium results on an (B)(6) female patient. There was no additional patient information at the time of this report. Unknown if product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 01/31/2017. Retain product was tested and the customer complaint was not reproduced. Return cartridge testing as not performed due to the expiration of the cartridge lot.